Manufacturer narrative:
The troponin t hs reagent lot number was 725740 with an expiration date of 30-nov-2024.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 402 analytical unit. The initial result from the e402 analyzer in question (analyzer a) was 17.7 ng/l. A new sample was obtained later the same day and run on a different e402 analyzer (analyzer b) with a result of 5.93 ng/l. The original sample was repeated twice on analyzer a with results of 5.38 ng/l and 5.72 ng/l. The original sample was repeated twice on analyzer b with results of 5.31 ng/l and 5.35 ng/l. The 2nd sample was repeated twice on analyzer a with results of 5.43 ng/l and 5.48 ng/l. The 2nd sample was repeated twice on analyzer b with results of 4.89 ng/l and 5.02 ng/l. The original result was corrected and a new result of 6 ng/l was reported.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance. No issues were identified during a review of the alarm trace data. Since the service visit, the customer has not complained of further issues. Based on the data provided, the cause of the event could not be determined.